Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced 6 occurrences of a downstream occlusion set alarm, which interrupted delivery. These alarms may have been false alarms. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was investigated by a baxter field service engineer and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The evaluation for this malfunction will be contained in duplicate report # 6000001-2011-17926.